Event description:
It was reported that the head of a screw sheared off during surgery.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history review reported two lot numbers, 7736220 and 2813740, with two manufacturing dates of 26. Jan. 2012 and 06. Dec. 2011, respectively. Each lot number had three alleged screws for a total of six screws. In addition, lot number 7736220 had an expiration date of 01. Jan. 2022, while lot number 2813740 had an expiration date of 01. Nov. 2021. Both lot numbers showed that the review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The additional evaluation indicated that the received intact screws were checked (3pcs of each lot) and found to be fully in compliance with the technical drawings and ao/asif specification. The broken screw was not sent back for investigation, which made an evaluation of the cause of this occurrence impossible. Therefore we can only assume that a mechanical overload during use caused the breakage. The intact screws, which were sent back, are according to the specification.